Event description:
It was reported that a device was used during a pelviscopy bso. It was reported device did not close properly and subsequently, the surgeon had to make an incision and remove the bag with the specimen in it. Surgeon convert to open procedure.